Manufacturer narrative:
(B)(4). Date sent: 05/04/2023. D4: batch # 425a64. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no anvil present. The breakaway washer was not present and the device was fully loaded with staples. No battery was received. In addition, the handle shroud was noted separated from the rotation knob area, battery pack, and on indicator area. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. The anvil was placed and removed without difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Although no conclusion could be reached on the cause of "anvil issues", the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. A manufacturing record evaluation was performed for the finished device batch number 425a64, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the colorectal case, when the doctor attached anvil to stapler and closed down on tissue, when preparing to fire, he pushed the firing button and it did not work, said the battery was lit up and the safety was off. Took the battery out and put it back in with no changes. Ended up pulling another stapler, leaving in the anvil and it was noted that the anvil was stuck on tight to stapler and had a hard time disconnecting to then open another stapler to complete the case. Unsure if it was battery. We went through all the steps to confirm it was within firing range (it was), that the anvil clicked when attaching to stapler (it was), no orange ring was visible (it was not visible). The surgery was delayed by more than thirty minutes. Unknown if the procedure was completed successfully. There was no patient harm. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.